Manufacturer narrative:
No product was returned for evaluation as it remains in the patient. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the rash remains unknown. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide states within 60-90 days (12 weeks), the anchor, collagen sponge and suture of the angio-seal device will naturally be reabsorbed by the body.

Event description:
It was reported by the patient's wife, following a heart catheterization, an angio-seal was used. One week later, the patient experienced a rash at the groin site, trunk, and arm pits. The patient received prednisone, dose unknown, and antibiotic medication, type and dose unknown for 10 days. The rash went away. The cardiologist suggested a dermatology consult if the rash returned. The rash came back very aggressively. The dermatologist prescribed tetracycline, dose unknown. The rash has faded and then returned. Several office visits have been made to the dermatologist and primary care physicians. A biopsy that was performed revealed erythema annulare centrifugum, a skin disorder that can occur from an allergy or accompany a condition like cancer. Blood work and a chest radiograph were performed. The site of the biopsy was also cultured during one of the office visits as it wasn't healing. The heart catheterization was performed because of an abnormal stress test. The cardiologist found normal coronary arteries on the patient. The physician stated this event was unrelated to the angio-seal device.